Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned to manufacturer.

Event description:
As reported to coloplast, though not verified, patient's legal representative stated uterine prolapse with high cystocele and high rectocele and vaginal vault prolapse noted; chronic constipation.